Manufacturer narrative:
(B)(4). Analysis findings indicated the stim ins ((B)(4)) was packaged incorrectly.

Event description:
See MFR report number: 3004209178-2016-04578.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See MFR report number: 3004209178-2016-04578.